Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Event description:
Additional information has been received which indicated there was loss of capture and diaphragmatic and intercostal stimulation.

Manufacturer narrative:
--

Event description:
Additional information indicated that the lv lead exhibited high threshold measurements as a result of the dislodgement.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this left ventricular (lv) lead became dislodged. A revision procedure was performed and the lead was explanted. No adverse patient effects were reported.